Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. It was noted that the patient presented for a follow up in clinic. Upon interrogation there was no sensing and noise was present. The patient believed the implantable cardioverted defibrillator (ICD) may have been crushed during a routine mammogram as they had felt the device move almost on its side after leaving the x-ray department for the mammogram. The ICD and lead had been interrogated three months before with no issues. The patient received three shocks after leaving the clinic. A chest x-ray revealed the lead had not moved but a loose connection was suspected. Severe noise and oversensing was noted on the right ventricular lead. The patient was admitted into hospital for three days and the device was programmed off. The patient was subsequently transferred to a different hospital where the right ventricular lead was capped (B)(6) 2019 and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed. Out of range impedance measurements and noise was seen on the bench. The cause of the out of range impedance measurements and noise was found to be due to a hybrid capacitor connection anomaly.

Event description:
New information notes the implantable cardioverter defibrillator was also explanted and replaced during the procedure on (B)(6) 2019 when the right ventricular lead was capped. The patient was stable as previously reported.